Event description:
It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system was used during a endoscopic retrograde cholangiopancreatography procedure within the common bile duct on (B)(6), 2010 according to the complainant the biopsy cap was pre pierced prior to the procedure. During the procedure a hydratome was attempted to be passed through the cap; however the device would not advance. The hydratome was removed from the endoscope, where it was noticed that the sponge had detached from the biopsy cap. The sponge was successfully removed by hand. The scope remained in the patient throughout the procedure. The procedure was completed with a competitors disposable biopsy cap and the original hydratome. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Although the exact patient age is unknown, the complainant reported that the patient age is over 18 years. Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the foam disc (sponge) dislodged from the rx biopsy cap & locking device. Visual investigation found that the star shaped slit on the foam insert (sponge) was not perforated/manufactured correctly; not all the slits were completely perforated. This could potentially cause the sponge to detach from the rx biopsy cap during device insertion due to the device catching on the sponge and not having a clean slit/path to penetrate. The most probable root cause is supplier manufacturing. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A search of the complaint database revealed no additional complaints reported for this lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system was used during a endoscopic retrograde cholangiopancreatography procedure within the common bile duct on (B)(6), 2010 according to the complainant the biopsy cap was pre pierced prior to the procedure. During the procedure a hydratome was attempted to be passed through the cap; however the device would not advance. The hydratome was removed from the endoscope, where it was noticed that the sponge had detached from the biopsy cap. The sponge was successfully removed by hand. The scope remained in the patient throughout the procedure. The procedure was completed with a competitors disposable biopsy cap and the original hydratome. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.